Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of gi bleeding which warranted hospitalization. The definitive cause of the event is unknown; therefore, causality cannot be firmly established. However, per the pdrn, the event was unrelated to the performance of pd therapy or any fresenius product(s). Additionally, the patient has a preexisting history of gi ¿issues¿ (details not provided). Gi complications are known to commonly occur in dialysis patients. The most common of which include nausea, vomiting, abdominal pain, constipation, gastritis, diarrhea and gi bleeding. Based on the information available, the liberty select cycler can be disassociated from the event, as there is no allegation or objective evidence a liberty select cycler product deficiency or malfunction caused or contributed to the serious adverse events. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler is alarming with a cassette door does not open message during treatment. The contact states the patient disconnected unexpectedly this morning and turned the cycler off. The patient contact is not able to open the cassette door to remove the cassette. The patient contact turned the cycler on and cancelled treatment. Contact was able to open the cassette door to remove the cassette. Upon follow-up, the patient contact stated that the patient had to disconnect an took an ambulance to the hospital for gi bleeding. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 for gi bleeding (specifics not provided). The discharge summary was unavailable during follow-up; therefore, little is known about the patient¿s hospital course, medical intervention (if any) and discharge disposition. However, the pdrn stated the gi bleeding was unrelated to the performance of pd therapy or the utilization of any fresenius product(s). Additionally, the patient has a preexisting history of gi ¿issues.¿ per the pdrn, the patient has recovered from the event and continues to undergo ccpd therapy using the same liberty select cycler as before the hospitalization.